Manufacturer narrative:
Investigation summary: a joint atom and bd investigation was performed for the reported issue of leakage. Atom received a sample for investigation and performed a visual inspection as well as a leakage test on the returned sample. No abnormalities or leakage were observed during testing and as a result the cause of the failure could not be traced back to the manufacturing process of the product. Bd was unable to perform a thorough investigation as no lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h10.

Event description:
It was reported that the bd q-syte stopcock was leaking. The following information was provided by the initial reporter: verbatim: the customer reported about leakage from the stopcock on the IV line. When priming with saline solution, fluid leaked from the stopcock area.

Event description:
It was reported that the bd q-syte stopcock was leaking. The following information was provided by the initial reporter: verbatim: the customer reported about leakage from the stopcock on the IV line. When priming with saline solution, fluid leaked from the stopcock area.

Manufacturer narrative:
D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown, d4 medical device lot#: 10292202, d.4. The reported lot# [1112202-1 ]was not found for the reported catalog# [395245]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.